Manufacturer narrative:
The (B)(4) technician provided assistance in switching with another pump. The product was not returned for evaluation. No further information is available. We will continue to monitor for this issue. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "ap optical sensor module failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.